Event description:
Per rep and contact; during the procedure the bands fired prematurely causing the second band to fire at the same time as the first. Rep said dr said suction was a problem. The varices were an unk size. Nurse states bander did not seat correctly at the end of the scope. A second ligator was used and had a similar problem. A third ligator was used to complete the procedure.